Event description:
Tubal band difficult to slide from disposable applicator, tube lacerated by hand as it slid onto tube. Bleeding controlled and sterilization procedure completed with coagulating forceps. Company rep to take devices.